Event description:
Diabetic ketoacidosis [diabetic ketoacidosis]. Abdominal pain [abdominal pain]. Nausea [nausea]. Vomiting [vomiting]. Small bowel obstruction [small intestinal obstruction]. Pelvic adhesions [pelvic peritoneal adhesions]. Temperature 101.8 [pyrexia]. Case description: a spontaneous report received on 10-jan-2008 from a physician regarding a female pt who underwent bilateral salpingotomy, neosaplingostomy, and lysis of adhesions for the pre-operative diagnosis of pelvic pain and endometriosis. An endometrial biopsy was performed and the specimen submitted to pathology was 0.5x0.5x0.2cm in size. A seprafilm slurry was used and the post-operative diagnosis was a mass with pelvic adhesions, bilateral hydrosalpinx, and no endometriosis was seen. The pt's hospital stay lasted 3 days. On an unk date, the pt underwent an obstruction of series at another hospital. In 2007, the pt presented to the ER due to abdominal pain, nausea, and vomiting for 2 days. The pt also had diabetic ketoacidosis. On five days later, the pt had a temp of 100.8 degrees and was diagnosed with a small bowel obstruction secondary to pelvic adhesions. On two days later, the pt underwent a laparatomy and lysis of adhesions. On the next day, the pt had a temp of 101.8 degrees which lasted for four days. The pt received total parenteral nutrition and was discharged home on five days later.